Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported that around (B)(6) 2022 they were getting ready for a steroid surgery procedure so they got an MRI and after the MRI it did not work as good as before. When the pt would turn their stimulation on they either felt no sensation or had no therapeutic relief or a diminished sensation. The therapy felt really low; pt use to have the therapy set at 2.5 but they now had it set to 4.6 but the therapy still felt low. Pt attempted to contact their rep but no one answered, pts doctor also tried setting up an appointment. During call pt verified the stimulation was on and group a was at 4.6, group b was at 4.0 and group c t 3.9. Pt noted they had already tried increasing intensity. The patient was redirected to their healthcare provider to further address the issue. Ps provided nas phone number for the pt to get an appointment set up with a manufacturer representative (rep).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The rep reported their partner met with the patient. The impedances are showing out of range, and patient is getting a referral to a neurosurgeon for revision consult. Upon further review the pts simulation that was previously set was at "4.25 or something like that for the intensity" and not 2.5 as initially documented.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.